Event description:
It was reported by the patient that the device was replaced due to being "defective." Additional information was received from the patient's attorney who alleges the patient "was severely and permanently injured as a consequence of a defective medtronic gem lll dr 7275 aicd which malfunctioned, misfiring three times, causing him to be rushed to the ER where he underwent cardioverted defibrillator implantation and cardioverted defibrillator lead revision. Patient was hospitalized for nine (9) days and endured great pain and suffering as a consequence of this defective malfunctioning device."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.